Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 581 mg/dl. The customer stated that he had a bent cannula in the past which gave him high blood glucose readings. The customer treated the high blood glucose readings with syringe insulin. The customer stated that he had not contacted his health care provider regarding the high blood glucose readings. The customer was unable to troubleshoot as the pump had a crack from the top of the screen to the top middle of the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer declined a replacement pump.